Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter remained in the delivery sheath. The filter deployment was completed with additional manipulation of the filter; however, the two filter legs were crossed and the filter became tilted. The filter was retrieved with a snare device and another was deployed. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.